Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned. Additional information was obtained, the lead was explanted due to high capture thresholds. The lead is not expected to return for analysis as it was discarded.